Manufacturer narrative:
The reported complaint of a fully charged autopulse li-ion battery (sn (B)(4)) did not power on the autopulse platform was confirmed. The returned battery passed charging in a known good multi chemistry charger and displayed full green led bars, but it did not power on the device. No physical damage on the returned battery was observed during visual inspection. The battery archive was downloaded and reviewed. Based on the archive, it was determined that the probable cause of the battery failure was due to intermittent component defect on the battery management board. The battery archive showed that the customer repeatedly took out the battery from the charger during reconditioning charging cycles and did not allow battery to fully charge properly. Thus, battery mismanagement could not be ruled out. The returned battery is non-operational and will be scrapped.

Event description:
During training by a zoll representative, a fully charged autopulse li-ion battery (sn (B)(4)) did not power on the autopulse platform upon insertion. No patient involvement.